Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The educator reported via phone call that they received a no delivery alarm and a blank display. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The customer agreed to return the insulin pump for analysis.